Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-health care professional reported that during an intraocular lens (iol) implant procedure, cataract surgery was performed in usual fashion. After the lens was implanted and rotated into place, the surgeon noted a small imperfection or scratch on the lens. The surgeon attempted to remove and polish the imperfection with irrigation and aspiration (I/a), but it was unsuccessful. The surgeon then decided that removing the lens and implanting a new lens would do more damage than leaving the imperfection in place, since it was not in the visual axis. The procedure was completed on the same day. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3.,h.6 and h.11. The photo showed an implanted lens. The view was not clear. There appeared to be an angled line or mark at the optic edge. A second line or mark was observed above the edge mark. This looked similar in appearance to damage that may occur with a plunger override. The account indicated the use of a qualified associated cartridge and handpiece with a non-qualified viscoelastic. Based on our observation of the attached photo, there appears to be two lines or marks at the optic edge of the lens. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). The viscoelastic indicated is not qualified for the lens or company combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Due diligence has been performed in an attempt to obtain further information on this event. Information was provided the lens remains implanted. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.